Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during the fill tubing sequence, the piston does not touch the reservoir. The customer's blood glucose reading was 260 mg/dl at the time of incident. Troubleshooting found that the customer had experienced high glucose of an unknown level but did not want to troubleshoot. It was also found that the pump failed the displacement test. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test due to corroded motor home switch; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime fill anomaly due to displacement test failure. However, the operating currents are within specifications and passed self-test and a21 error test. The insulin pump was received with cracked case at the display window corners, cracked belt slot, broken battery tube threads and minor scratches on the lcd window.